Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an error 2 meter message. A replacement meter was sent to the lay user/patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
This correction is being sent to add additional information that was missing from a previous supplemental report. Follow-up # 2 ((B)(4) 2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing, however an error 4 was observed in the logs. The complaint relating to this device could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.